Event description:
Six months after undergoing trapease filter implantation in the (ivc) inferior vena cava, follow-up angiograms showed one connection point under the filter was broken. The pt is fine. Digital subtraction angiograms were provided for eval.

Manufacturer narrative:
The pt with history of (dvt) deep vein thrombosis confirmed via angiography, was admitted approx six months after undergoing trapease filter implantation in the (ivc) inferior vena cava. Upon inspection, one of the connection points of the filter was noted to be broken. Cardiopulmonary resuscitation was not administered nor had the pt undergone any type of chest trauma. There was no pt injury at this time and no need for further treatment. The estimated size of the vena cava was 18mm and vessel characteristics were normal. There were no delivery problems noted during filter placement. There was no associated filter migration. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of info available and without the return of the product for analysis, it is not possible to draw a clinical conclusion between the device and the event.